Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with a defective seal. The actual device was not returned for evaluation. The manufacturing lot numbers along with photographic evidence was provided for review. A review of the photos confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. The IFU, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Due to no sample being returned, a root cause and investigation could not be performed. However, if a sample becomes available and any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required. .

Event description:
Aspen surgical received a report from the distributor indicating that richard-allan regular tip pen was found with damaged seals. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system for (B)(4).